Event description:
Pt fell while being transferred from a hospital bed to a transport stretcher using a hover matt mattress. During transfer, the pt restraining straps tore away from the mattress. The employees inflated the hover mattress and laterally transferred the pt from the bed to the stretcher. The hover matt straps were intact and secured during the transfer. Once the pt was on the stretcher, one of the employees attempted to raise the outside side rail while the hover mattress was still inflated. The stretcher moved slightly and the hover mattress slid off the stretcher. One of the employees grabbed the upper strap to prevent the hover mattress and pt from falling. The right upper strap was pulled off when the employee grabbed it. The strap did not rip apart from the mattress, the threads were torn. Mattress serial number (B)(4); model number hm34hs.